Manufacturer narrative:
With the available information, boston scientific concluded the clinical observation of rhythm acceleration is a known inherent risk of the device and is noted within the device instructions for use (IFU), as well as the products risk documentation. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of rhythm acceleration was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of the device.

Event description:
It was reported that the patients self-conducted ventricular rhythm accelerated from the vt zone to the vf zone after anti-tachycardia pacing (atp) therapy was applied. The cardiac resynchronization therapy defibrillator (crt-d) device then delivered a shock. The device also exhibited high out of range shock impedance measurements, measuring at 150 ohms on the non-boston scientific ventricular channel. It was noted that the lead had several issues with coil conductor as there was a lot of lvsi value at and above 150 ohms since many years. The plan was to have this lead replaced soon and the device currently remains in service. No adverse patient effects were reported.

Event description:
It was reported that the patients self-conducted ventricular rhythm accelerated from the vt zone to the vf zone after anti-tachycardia pacing (atp) therapy was applied. The cardiac resynchronization therapy defibrillator (crt-d) device then delivered a shock. The device also exhibited high out of range shock impedance measurements, measuring at 150 ohms on the non-boston scientific ventricular channel. It was noted that the lead had several issues with coil conductor as there was a lot of lvsi value at and above 150 ohms since many years. The plan was to have this lead replaced soon and the device currently remains in service. No adverse patient effects were reported.